Manufacturer narrative:
(B) (4). This report lot # is subject to the recall initiated feb 8, 2010, therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: unk. According to the reporter: unit failed to fire properly. New device was opened. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.